Event description:
It was reported that while running pressure test it may have been off. The event took place during preventative maintenance. No patient involvement reported.

Manufacturer narrative:
UDI is unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: device evaluation: one continuous positive airway pressure (CPAP) device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was intact upon receipt. The tidal volume knob bounced back, but no physical damage was found. Error codes from the event history log (ehl) are not available. The preventive maintenance schedule was confirmed, and a pressure check was performed. There was no problem with the pressure, but the customer reported issue was confirmed, the device was due for preventive maintenance and calibration. No root cause is determined because the device was due for preventive maintenance and calibration. A CAPA was created in response to this report that is ongoing. No previous service history was found. Manufacturing device history record (DHR) review is not required. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). D5: operator of device: unknown.